Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds) with stent and no other devices. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secure on the balloon. The first four rows of struts on the proximal end of the stent were bunched, bent, overlapping and flared. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the stent damage or reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This complaint is now reportable based upon the analysis completed on (B)(4) 2014. It was reported that a device was unable to cross the lesion. During a percutaneous transluminal coronary angioplasty (ptca) in the anterior descending artery, the physician attempted to implant a 28 x 3.50 omega¿ stent; however, the stent could not cross the lesion. The physician removed the device without any problems and completed the procedure by implanting a 4.0x12 omega¿ stent and a 3.5x28 omega¿ stent. There were no patient complications and the patients condition is stable. However, returned product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.